Manufacturer narrative:
H.10: the affected device was received at the manufacturer site for investigation. During functional tests no error could be reproduced and no deviation could be found revealing the intermittent nature of the issue. Upon further testing during repair, the reported issue could be reproduced. The fault was traced back to a defective connecting cable. The connecting cable shall be replaced to solve the reported issue. Repair is pending customer approval. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that s5 erc tubing clamp / 620mm gave a clamp failure error message and the open / closed function buttons disappeared from cp5 display during service. There was no report of patient injury.